Manufacturer narrative:
The referenced device was not returned to olympus for evaluation. The exact cause of the reported event could not be determined. However, based on similar reported complaints related to the reported device, the most probable cause of the reported event could be attributed to unintended operational error. To mitigate the risk of a device malfunction and patient injury, the following details are found in the instruction manual as warning: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
Olympus was informed that during the middle of a gynecology procedure, the bottom part of the jaw snapped off and fell into the patient. The user facility further reported that the broken jaw was observed to stuck onto the patient¿s tissue and was retrieved with a grasper. No surgical intervention was required. The device was inspected prior to procedure with no anomalies noted. There was no patient injury reported.